Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
A customer called to report pod alarm during bolus after a pod wear of less than 12 hours. She stated that her bg upon awakening was 401 and she initiated a bolus for the high bg and the alarm went off. She stated the cannula looked normal and the site looked normal.